Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 5 fr dual lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A circumferential split was observed in the catheter approximately 1 mm distal to the molded joint. The ink on the molded joint and the extension legs was observed to be worn and faded. A microscopic observation revealed the edges of the split were rough but mostly straight, and one edge was observed to be very slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Kinking, wrinkling, and whitening of the catheter material was observed at the corners of the split. Evidence of kinking as also observed on the catheter surface opposite the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The PICC leaked in tubing between 0 mark and molded wing when purple connector was pressurized.